Event description:
It was reported that this pacemaker system exhibited high impedances on the right ventricular (rv) lead. The pacing impedances had been increasing and the rv lead was programmed to the unipolar configuration. Technical services recommended to re-program the device back to bi-polar sensing. The magnetic resonance imaging was performed successfully and the implanted device was checked after the procedure. This device and rv lead remain in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as additional information was received that indicated the right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances measuring 2160 ohms. Technical services informed there has been a gradual increase. It was also noted that threshold measurements have been stable. Technical services discussed possible causes. At this time, the health care professional (hcp) will continue to monitor. The patient is not dependent on therapy. The rv lead remains in service. No adverse patient effects were reported.